Manufacturer narrative:
Correction: section b6 - the relevant tests/laboratory data, including dates should have been filled with "fluoroscopy; (B)(6), 2025".

Event description:
It was reported that the patient's low voltage lead was explanted due to damage. It was also observed that the patient presented with another low voltage lead that exhibited unspecified anomaly, for which no intervention was performed. The patient was discharged.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead was damaged; the lead helix failed to extend and retract. It was also observed that another ra lead failed to extend after insertion into the patient¿s body. The lead damage was confirmed by visual examination and fluoroscopy. Both leads were not used and were replaced during the procedure. The patient was discharged.

Manufacturer narrative:
Correction: section b5 - the correct describe event or problem should have been "it was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead was damaged; the lead helix failed to extend and retract. It was also observed that another ra lead failed to extend after insertion into the patient¿s body. The lead damage was confirmed by visual examination and fluoroscopy. Both leads were not used and were replaced during the procedure. The patient was discharged.", rather than "it was reported that the patient's low voltage lead was explanted due to damage. It was also observed that the patient presented with another low voltage lead that exhibited unspecified anomaly, for which no intervention was performed. The patient was discharged."